Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had icu4surg medes station would not turn or power on. A customer has reported that is no delay in dispense medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer powered off the station and found damaged bus cable and replaced it and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had icu4surg medes station would not turn or power on. A customer has reported that is a delay in dispense medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, failed to turn on, which located on icu4surg. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer. A customer has reported that is no delay in dispense medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c code. Correction: section d unique device identifier (UDI). Part analysis: the report of es - station not turning on was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse found a damaged bus cable and replaced it. The fse tested the device in hta and verified operational with customer. No further issues were observed. During dchu visual inspection: p/n 120547-01: was received exposed copper strands with burn marks. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, station not turning on was determined to be due to a damaged assy cbl pyxibus 7 drawer (p/n 121085-01). Visual inspection of the cable showed evidence of exposed copper strands which lead to the thermal damage and compromised the station's functionality.